Event description:
The nursing supervisor reported that the central nurse's station (cns) both monitor screens with all of the patients live feed from the telemetry devices is completely frozen, so they have no current data and live feed on what is going on with the patients. No patient harm was reported. Nihon kohden technician spoke to the nursing supervisor who stated that the issue was resolved by their biomedical engineer who rebooted the cns and they have not had the issue since.

Manufacturer narrative:
The nursing supervisor reported that the central nurse's station (cns) both monitor screens with all of the patients live feed from the telemetry devices is completely frozen, so they have no current data and live feed on what is going on with the patients. No patient harm was reported. Nihon kohden technician spoke to the nursing supervisor who stated that the issue was resolved by their biomedical engineer who rebooted the cns and they have not had the issue since.